Event description:
It was reported that during use of an unspecified bmw guide wire, the guide wire felt broken, as the physician reportedly was unable to steer the guide wire at all due to interaction between the bmw and another unspecified bmw guide wire. The break location of the bmw guide wire was not able to be confirmed by the physician. The guide wire was able to be withdrawn from the anatomy without resistance. Another unspecified universal ii bmw guide wire and a non-abott drug-eluting stent were used in completing the procedure. There were no reported adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was unable to be confirmed, as the device was received intact; however, the guide wire core became separated during device analysis. The resistance advancing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.